Event description:
It was reported that prior to sedation for a therapeutic broncoscopia procedure, the subject flex video scope had no image, gave an error 216. There was no harm or injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.